Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A product investigation was conducted. Visual inspection: the inserter for ti elastic nails (p/n 359.219 lot 9564238) was received with a broken ppsu handle. The handle had a transverse break, around the circumference, approximately 6.50 mm (caliper ca215p) from the proximal end of the handle. The broken handle is still attached to the shaft due to the design of the instrument. No other issues were observed with the returned components of the instrument. Dimensional inspection: dimensional inspection could not be conducted due to post manufacturing damage of the handle and as the handle could not be disassembled from the shaft. Document/specification review: the relevant drawings, reflecting the manufactured and current revision, were reviewed. The handle design was modified (revision a to b) to improve impact resistance to hammer strikes and material was changed from ppsu blue-301 to pom-c blue-502. This complaint device was manufactured to revision a prior to the design/material changes. This design change, implemented after the returned complaint part was manufactured, may help prevent future similar complaint conditions. Conclusion: the complaint condition is confirmed for the inserter for ti elastic nails (p/n 359.219 lot 9564238) as the device was received with a broken ppsu handle. The handle had a transverse break towards the proximal end of the handle. While no definitive root cause could be determined, the complaint condition is likely due to consistent hammer blows and/or excessive force. During this investigation no new product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no other corrective and/or preventative action is proposed. A device history record (DHR) review was conducted: part: 359.219. Lot: 9564238. Manufacturing site: hägendorf. Release to warehouse date: 23.oct.2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, while the sales consultant was doing an inspection, the plastic of an inserter for titanium elastic nails was noted to be cracked and broken. There was no patient and procedure involvement. This is report 1 for 1 (B)(4).